Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a prime (unable to prime) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1 date of submission 08/07/2014-product analysis: the pump was returned and evaluated by product analysis on (B)(4) 2014 with the following findings: a review of the pump¿s black box showed related alarms. A related alarm was duplicated during the prime sequence exercise. The motor was found to have malfunctioned and not performing within specification.